Manufacturer narrative:
This report is submitted on december 12, 2022.

Event description:
Per the clinic, the patient experienced dizziness 7 weeks post implantation resulting from an electrode tip fold-over. An unsuccessful re-positioning of the device was attempted (low impedances and no autonrt responses could be recorded). The device was electively explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 6, 2023.